Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure to remove competitor pacemaker, the doctor tugged hard on the lead to free it from the device header. The lead is 1 pin separated from the lead body and remained lodged in the device header. Despite attempts to remove it appeared to have adhered to the set screw and could not be removed. The lead was capped and replaced. No patient complications have been reported as a result of this event.